Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Peritonitis [peritonitis]. Case description: spontaneous report received on 01/11/2008 from a physician regarding a female pt. The pt had a pre-operative complication of mild diabetes. The pt received 1 sheet of seprafilm in 2007, which was placed under the median incision wound after an ileus release (small intestinal resection) for strangulation ileus. The same day, the pt experienced peritonitis that was moderate in intensity and prolonged hospitalization according to the physician. The pt had recovered without sequelae as of 2008.